Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was placed, and it was alarming high-pressure. The site denied any tubing kinks or closed clamps. Patient has a peripherally inserted central catheter (PICC) line. The contact instructed the site to ensure that the tubing at the insertion site was not kinked and instructed them to pull the mesh sleeve down to cover that area to minimize kinks. The site attempted to restart the pump, but the alarm returned. Tubing was clamped and the site attempted cassette removal, but the caller was unable to remove, suspecting it was locked in place. The contact instructed the site to remove the battery to turn the pump off and contact the clinic for further instruction and evaluation of the PICC line. The rate was 200ml/hour, given 15.6ml, dose duration 30 minutes, and dose cycle 12 hours. This event occurred at the hospital and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.